Event description:
It was reported patient had a revision of right knee due to loosening and trial piece broke during trialing.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a specialty gmrs adaptor was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: ¿the returned gmrs adaptor broke due to an overload condition initiating at the base of one of the tabs and propagated until the tab fractured from the device. No materials or manufacturing defects were observed on the device.¿ -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the adaptor broke in overload condition.

Event description:
It was reported patient had a revision of right knee due to loosening and trial piece broke during trialling.